Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscle aches"), arthralgia ("joint pain"), headache ("headache"), fatigue ("severe fatigue"), autoimmune disorder ("tested positive for an auto immune diseases"), vitamin d deficiency ("vitamin d deficiency") and gallbladder disorder ("gallbladder") and was found to have platelet count decreased ("low platelet count"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, myalgia, arthralgia, headache, fatigue, autoimmune disorder, vitamin d deficiency, platelet count decreased and gallbladder disorder outcome was unknown. The reporter considered arthralgia, autoimmune disorder, fatigue, gallbladder disorder, headache, myalgia, pelvic pain, platelet count decreased and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, autoimmune disorder, biliary colic, fatigue, headache, myalgia, pelvic pain, platelet count decreased and vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu received from social media. Reported information was added. Additional reporter was added. New event gallbladder pain was added. Action taken and non-drug treatment for all the events updated. Narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.